Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s lead was damaged during the explant procedure and was left in the left buttock area. The length of the lead was unknown and it was abandoned because it broke during explant.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# j0546695v, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).